Event description:
It was reported that during an attempted implant procedure, this right ventricular (rv) lead exhibited p-wave oversensing in multiple implant positions. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an attempted implant procedure, this right ventricular (rv) lead exhibited p-wave oversensing in multiple implant positions. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.